Event description:
The customer reported that the hospital had a power surge and now the device is not charging. There was no report of pt harm.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.